Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient experienced bleeding at the sensor site on the abdomen. After he inserted the sensor, he had bleeding at the sensor insertion site which did not stop for six hours, so he went to the emergency room. The ER physician placed a suture in the area and the bleeding stopped. The patient stated he routinely takes blood thinning medication (plavix). At the time of the report, the patient was feeling normal. No product or data was provided for investigation. Problem could not be confirmed and probable cause could not be determined. No additional patient or event information is available.